Manufacturer narrative:
(B)(4). Product usage when the alleged issue was detected is unknown. It is unknown if the device sample is available for evaluation.

Event description:
The customer alleges that the airflow is restricted.

Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. No sample was returned for evaluation; therefore, the complaint could not be confirmed. In the current manufacturing procedure, 100% drop testing is conducted at the assembly area, therefore, any defects would be detected prior to release. Ten pieces of the same catalog number were taken from current production. All ten samples passed the drop testing. This indicates that there is no blockage on the products. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
The customer alleges that the airflow is restricted.